Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 30 mmol/l and the sensor glucose was 5.7 mmol/l at the time of the incident. The caller was informed that the blood glucose and sensor glucose levels were not in acceptable range. The sensor was not returned for analysis.